Manufacturer narrative:
(B)(4): a review of radiographic images show lateral x-ray of pedicle screws at l1 with set screw loosened and unengaged. Lower aspect of construct not visualized. Apparent pathology is compression fracture at l2. No burst component clearly seen in x-ray.

Event description:
It was reported that a patient underwent an unknown spinal procedure. It was reported that at an unknown time post-op, it was discovered that a set screw came loose from the construct. The patient underwent a revision procedure to remove the loose screw. No further details are known at this time.

Manufacturer narrative:
A review of radiographic images shows a longitude construct from l2 to l4 for a superior endplate fracture of l3. The set screw at l2 has worked loose. The screws are not multi-axial and it is likely that the rod was not completely seated within the screw saddle, allowing the set screw to work loose.